Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently endeavouring to obtain the complaint rt330 for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that during setup of an rt330 infant optiflow circuit they observed a gas leak between the gas nipple adaptor and the manifold connection. This occurred prior to patient use.

Manufacturer narrative:
(B)(4). Method: two rt330 optiflow tubing kits were returned for evaluation. The ports of both inspiratory limbs were closed, gas was supplied and the limbs submerged in a water bath to check for leak. Both pressure manifolds were tested for leak in the same manner and also functionally tested. A lot check revealed no other complaints for the lot number provided. Results: the water bath test confirmed that there was no leak in the inspiratory limbs. The water bath test also confirmed that there was no leak in the gas inlet/adaptor of the pressure manifold. Both pressure manifolds relieved pressure at 40cm h2o at 8 lpm, demonstrating that both were within specification. Conclusion: we were unable to determine what had caused the problem as reported by the hospital, as no fault was found with any of the returned rt330 components. The user instructions that accompany the rt330 optiflow tubing kit state the following: check that all connections, caps and/or plugs are tight before use. Patient monitoring is recommended.

Event description:
A hospital in australia reported that during setup of an rt330 infant optiflow circuit they observed a gas leak between the gas nipple adaptor and the manifold connection. This occurred prior to patient use.